Event description:
It was reported that an occlusion alarm occurred and customer support was unable to confirm alarm details in device history, or whether multiple occlusion events had happened. There was no reported impact to the customer¿s blood glucose level. Customer declined to perform any troubleshooting steps or provide further information, and the case was closed without additional actions.